Event description:
Asr revision reported by sales rep, right, reason for revision - asr hip revision - pt was experiencing pain in his right hip. Surgeon. Removed asr component and revised to a pin cup.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
Asr revision reported by sales rep. Right. Reason for revision - asr hip revision - pt was experiencing pain in his right hip. Surgeon removed asr component and revised to a pinnacle cup. Update rec'd 10/30/2014 medical records received. Patient was revised to address elevated metal ion levels. Upon revision, mild metallosis, corrosion on the trunnion, and no bony ingrowth into the acetabular cup were noted. The stem remained in situ. The stem is being added to the complaint. This complaint was updated on 11/24/2014.